Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few months after primary hybrid tha on a female patient, a complaint is filed but patient conditions and clinical findings are not specified. From the xray analysis, poor cementation technique is apparent. The use of a distal femoral plug is unclear. Cement is neatly detached from the host bone; cement filling of the distal canal is suboptimal and the distal tip of the stem is in contact with posterior cortex, which may be painful. No other conclusion can be drawn.

Manufacturer narrative:
To date, no information about the reference and lot involved.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.